Event description:
It was reported the pta catheter could not be inserted into a 5fr introducer sheath the catheter jammed at the valve of the sheath the procedure was already complete when the incident occurred.